Event description:
Patient admitted for redo repair of his paraesophageal hernia, and nissen fundoplication. He was taken to surgery and given general anesthesia with an epidural for post-operative pain management. Post-operatively he complained of neck pain. A heating pad and pt were ordered by the physician. He was given a pad for heat the day after surgery. Two days later it was noted his back was red with blisters. The reddened areas and blisters were in the shape of the pattern on the pad. The patient states he slept on the pad but could not feel it burning because of the epidural.